Event description:
An alarm occurred, specifically alarm 2 followed by alarm 26, which the caller reported. The issue included an occlusion event earlier in the day, but it did not result in the customer¿s blood glucose level exceeding 500 mg/dl or the continuous glucose monitor reading as ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Although the customer experienced frequent occlusion problems, they declined further assistance, and no additional information was received regarding the outcome of the event.